Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and vessel dissection occurred. A 2.75mm x15mm emerge¿ balloon catheter was advanced for dilatation. However upon inflation at 14 atmospheres, the balloon ruptured. The balloon burst caused the vessel dissection. The physician attempted to cross a stent but was unable to cover the dissection successfully. The patient was then sent for an emergency surgery. No further patient complications were reported and the patient's current status is fine.